Event description:
It was reported that during unloading the cot with a pt, the front legs did not fold out correctly. Moreover he reported that the safety hook did not hold. The cot dropped on the floor. There was pt involvement but no adverse consequences.

Manufacturer narrative:
Results - safety hook.